Event description:
The stylet was not moving freely within the needle sheath at the start of the procedure. Patient outcome: a section of the device did remain inside the patient¿s body. Fna needle the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA 510k #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2023. Based on the completion of the investigation this complaint no longer meets the requirements of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ . Event is being re-assessed as FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿proximal needle breakage¿. No adverse effects to the patient have been reported as occurring. Initial report details: the stylet was not moving freely within the needle sheath at the start of the procedure. Patient outcome: a section of the device did remain inside the patient¿s body. Fna needle the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence correction to patient outcome: the stylet was not moving freely within the needle sheath at the start of the procedure patient outcome: a section of the device did not remain inside the patient¿s body. The patient did require additional procedures due to this occurrence. Fna needle according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient event / info 1. Are images of the device or procedure available? No 2. If the report involves a kink or bends in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, 5. Was gaining access to the target site difficult? No 6. Was the device used in a tortuous position? No 7. Was puncture of the target site difficult? No 8. Please describe the anatomical location of the intended target site (pancreas.). 9. Please describe the size of the intended target site. N/a 10. If not with the device in question, how was the procedure performed and/or finished? Difficult 11. Was the device damaged in packaging prior to removal? No 12. Was the device damaged on removal from the packaging? No 13. Was force required to remove the device? No 14. Did the patient require any additional procedures as a result of this event? N/a 15. What intervention (if any) was required? N/a 16. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Yes, same procedure, another day yes 17. Were any other defects observed on the device prior to return (breaks dislodge from handle.)? Yes 18. If yes, please specify what was observed and where on the device it was observed. (From handle it dislodge) 19. What is the scope manufacturer and model number that was used? Olympus 20. Was resistance felt while inserting the device through the scope? N/a, 21. Was the scope recently serviced/repaired? N/a, 22. When was the issue with the product noted? On advancement of the sheath/needle or on needle retraction? (On advancement of a needle) 23. Was the syringe used during the procedure, after the stylet was removed? N/a, 24. Was difficulty experienced while retracting the needle? N/a, 25. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, 26. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a, 27. Was the stylet partially removed when advancing the needle into the target site? N/a, 28. How many samples were obtained (passes completed) with this needle? N/a 29. Did any section of the device detach inside the patient? No if yes, please specify: 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a.

Manufacturer narrative:
PMA 510k #k210476 device evaluation the device evaluation could not be completed as the device were not returned for evaluation. As there was limited information shared in relation to this complaint, a number of attempts were made to try and clarify exactly what the complaint issue was but unfortunately no further information was forthcoming. Based on the limited information available it was determined that the most likely chain of events causing the complaint was difficulty advancing the needle at the start of the procedure which in turn resulted in the needle handle detaching. Manufacturing records prior to distribution, all echo-1-22 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number c1937367 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101) image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. The root cause is unknown as no device was returned to confirm a material issue, but a possible root cause could be attributed to the needle potentially becoming kinked due to an attempted puncture at the start of the procedure resulting in the needle advancement difficulty. Extra force may have then been used to advance the needle which could have led to the needle handle detaching from the device as indicated in q. 18 of the standard questions. Another possible root cause could be attributed to positioning of the device preventing the needle exiting properly from the sheath or the device possibly being held at an angle when trying to advance the needle or in an unfavourable position. Summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. However, the answer to q16 of the standard questions might seem to indicate that the procedure had to be completed on another day. Clarification was requested on this but unfortunately no reply was received.. If a reply is received to this query in the future then the file will be updated accordingly. Complaints of this nature will continue to be monitored for similar events.